Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device caused a user to have sinus problems. The user alleges she wakes up with a burning sensation in her nose and has sinus drainage and sneezing. The user visited her primary care physician in october 2022, and a nasal spray to dry up her nose, and a gel to prevent an infection was prescribed. The user also stated the physician asked her to not use the device for a few nights, and when she used it again on (B)(6) 2022, the same symptoms occurred. There was no report of serious patient harm or injury. The device will not be returned to the manufacturer. The manufacturer suggested the user try to use heated tubing on the CPAP device. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a dreamstation 2 advanced auto CPAP device caused a user to have sinus problems. The user alleges she wakes up with a burning sensation in her nose and has sinus drainage and sneezing. The user visited her primary care physician in (B)(6) 2022, and a nasal spray to dry up her nose, and a gel to prevent an infection was prescribed. The user also stated the physician asked her to not use the device for a few nights, and when she used it again on (B)(6) 2022, the same symptoms occurred. There was no report of serious patient harm or injury. The device will not be returned to the manufacturer. The manufacturer suggested the user try to use heated tubing on the CPAP device. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time. In the previous report, section h1 type of reportable event, was inadvertently selected as "other". It has been corrected to "product problem" on this report.

Manufacturer narrative:
The manufacturer previously reported information alleging a dreamstation 2 advanced auto CPAP device caused a user to have sinus problems. The user alleges she wakes up with a burning sensation in her nose and has sinus drainage and sneezing. The user visited her primary care physician in (B)(6) 2022, and a nasal spray to dry up her nose, and a gel to prevent an infection was prescribed. The user also stated the physician asked her to not use the device for a few nights, and when she used it again on (B)(6) 2022, the same symptoms occurred. There was no report of serious patient harm or injury. The manufacturer received new information where pms decision suggest there was no evidence of any patient harm, so section b and section h are corrected as product problem.